Event description:
It was reported that, this pacemaker exhibited noisy signals oversensing on the right ventricular (rv) and right atrial (ra) channel due to electromagnetic interference (emi) signals. The patient rhythm is intrinsic, and no pacing inhibition was exhibited. This pacemaker remains in service. No adverse patient effects were reported.